Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an in-clinic follow-up on 28 jan 2021 with high defibrillation impedance on the right ventricular lead. There was also increased capture threshold measurements. Lead fracture was suspected. Shock therapy was turned off. The lead was capped and replaced on (B)(6) 2021. Patient was stable after the procedure.